Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The dealer states the unit is vibrating and no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor was noisy/vibrating, which confirmed the original complaint issue of the unit vibrating. However, the complaint of no alarm was not verified, as the evaluation did not indicate any failure of the alarms.

Event description:
The dealer states the unit is vibrating and no alarm.